Event description:
It was reported that during a da vinci s surgical procedure the 5mm needle driver instrument broke and a piece fell into the patient. The instrument fragment was retrieved and the planned surgical procedure was completed. No patient harm, adverse event, or injury was reported.

Manufacturer narrative:
The 5mm needle driver instrument has not been returned for evaluation. The root cause of the customer reported malfunction cannot be determined. If the instrument is returned or if additional information is received, a follow up MDR will be submitted.

Manufacturer narrative:
The site returned the 5mm needle driver instrument. Per the customer reported complaint, engineering found one grip to be detached. The grip was fractured at the base, where the grip arm meets the grip hub. The outer surface of the grip does not exhibit any obvious damage. No other damage was found.

Event description:
Intralase fs laser was used for creation of flap. Several patients which experienced dlk (diffuse lamellar keratitis) stages 1, 2, 3 or 4. Amo requested patient specific data for all these events from the hospital. This report is for a specific patient that experienced dlk stage 2. Pre-op va = 10/10, post-op va = 8/10.